Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's adc device provided an unspecified higher reading when compared to a healthcare professional meter. As a result, the customer experienced a seizure and ¿pass-out¿. Customer went to the hospital and treated with IV dextrose and was diagnosed with hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event. A sensor scan result of 140 mg/dl was compared to a blood glucose test of 20 mg/dl on the hcp meter, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. Please note it is unknown if these values were taking at the time of the medical event.